Event description:
A falsely elevated sodium (na) result was obtained on a patient sample. The patient result was reported to the physician. The sample was repeated on an alternate dimension vista instrument and a lower result was obtained. It is unknown if patient treatment was altered or prescribed on the basis of the falsely elevated na result. There was no report of adverse health consequences as a result of the falsely elevated na result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated na result is unknown. Although the result on the alternate vista instrument was regarded to be correct, qc was within range and comparable on both instruments. It is regarded to be a sample or sample integrity specific issue. No instrument malfunctions were identified. The instrument is performing within specifications. No further evaluation of the device is required.